Event description:
The customer was admitted to the hospital due to high blood glucose results received from the freestyle meter. Customer was monitored at the hospital and told to follow an 1800 calorie/day diet. No further treatment was reported to have been administered to the customer.